Event description:
It was reported that during device system implant on (B)(6) 2012 the anchor for the catheter did not slip from the anchor tool under normal use and following procedure instructions. The handle of the anchor eventually broke off. The catheter was implanted and a new anchor was ultimately not used. The catheter was anchored by means of suture. There was no issue with the pump as it was functioning normally. There were no patient symptoms or injuries related to the event. The device system was intended to deliver baclofen. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).